Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device opened by the account. The circular seal and envelope seal were intact. The trocar was intact. The obturator was intact. Functionally, the obturator was inserted into the trocar with no binding or difficulty. The instrument was applied to test media; the shield retracted and the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the trocar broke off.